Event description:
Product quality problem - while attempting to place a ureteral stent, a piece of the push sheathing broke off for unk reasons. The broken piece was clearly visible under fluoroscopy. A ureteroscopy was performed and the foreign body was removed in its entirety. Fluoroscopy and direct vision were again utilized to verify no remaining pieces were left. The stent was placed and the case finished without further incident.